Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/03/2019. Additional h3 investigation summary: it was received for analysis an empty opened box and two unopened samples of product code sxpp1a404, lot pc6606. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no fixation feature breakage intra-op was found.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During the procedure the fixation tab broke off. The surgery was completed with a conventional suture. There was a 15 minute delay in surgery time. There was no adverse patient outcome reported.